Manufacturer narrative:
(B)(4). MDR ref #: 9615742-2011-00054 (avaulta posterior biosynthetic support system), 9615742-2011-00053 (avaulta anterior biosynthetic support system).

Event description:
Procedure: urological/gynecological. According to the reporter: the patient underwent a posterior repair procedure for treatment of pelvic organ prolapse and stress urinary incontinence. The patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries.